Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Event date: unk. Device evaluated by manufacturer? No. Lens not returned. Method - (process evaluation): work order search. (Evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion - based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted a 12.1mm micl12.1 implantable collamer lens in the patient's left eye (os) on (B)(6) 2008. The lens was explanted on (B)(6) 2015 due to the development of a cataract. An intraocular lens was implanted. The patient's post-op best-corrected visual acuity was 20/20.